Event description:
During multiple hemostasis procedures, the physician used multiple (at least two) cook hemospray endoscopic hemostats. It was reported that multiple hemospray kits ran out of carbon dioxide during the last few procedures, before the procedure was completed. A section of the devices did not remain inside the patient¿s bodies. The patients did not require any additional procedures due to this occurrence. According to the initial reporter, the patients did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use (IFU) indicate: "to deploy powder, hold handle upright and depress red trigger button for 1-2 seconds and release." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Information regarding suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section PMA/510k#: den170015. The investigation is still in process. A follow-up emdr will be provided.

Event description:
During multiple hemostasis procedures, the physician used multiple (at least two) cook hemospray endoscopic hemostats. It was reported that multiple hemospray kits ran out of carbon dioxide during the last few procedures, before the procedure was completed. A section of the devices did not remain inside the patient¿s bodies. The patients did not require any additional procedures due to this occurrence. According to the initial reporter, the patients did not experience any adverse effects due to this occurrence.